Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device explanted. This record is for the right side. Healthcare professional additionally reported device rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior and white particles in the shell. A visual and microscopic analysis was performed which identified: opening crease smooth on posterior and creases fold. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV; rupture.